Event description:
It was reported that during a superficial femoral artery procedure, in a tight lesion, during balloon inflation, dye was noted to be leaking out of the hypotube. Although the balloon did not fully inflate, the results were acceptable. There was no adverse patient sequela. The device was removed without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with no blood visible and contrast in the balloon and inflation lumen. The balloon was loosely folded, consistent with being inflated. There was no damage noted to the balloon catheter. Potential factors that could cause a leak in the sidearm include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. To ensure this type of damage is not manufacturing related, all balloon dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp) and balloon integrity. In this case, the reported leak was unable to be confirmed during functional testing. A new indeflator filled with water was used to inflate the balloon to rbp. The balloon inflated to rbp with no anomalies noted. There was no leak in the shaft noted as reported. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported leak could not be confirmed during functional testing and a conclusive cause could not be determined. Based on the returned device analysis, there is no indication of a product deficiency.